Manufacturer narrative:
This ICD and lead remain implanted. No additional information is available at this time. Should more information become available, this event will be reopened. Additional information was received that this device was later explanted for normal battery depletion. The device was returned for reliability analysis. Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded noise on the ventricular rate/sense channel exhibited by this implantable transvenous right ventricular lead. This noise was oversensed and resulted in pacing inhibition. In clinic, the noise could be reproduced with deep breathing, coughing, snoring but was not oversensed by the device when the ICD was programmed to least sensitive. It was confirmed defibrillation threshold (dft) testing was performed at least for this ICD so this setting will remain and the patient will be seen again in one month.